Event description:
It was reported that during a follow up in clinic, loss of capture and high pacing impedance were noted on the right ventricle channel and right atrial channel of the device. The loss of capture resulted in unspecified patient symptoms. A revision procedure was performed and the set screw of the right atrial channel was difficult to loosen on the device. The device was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.

Event description:
Additional information was received indicating the loss of capture resulted in the patient experiencing dizziness.